Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a high out-of-range pace impedance measurement (>2000 ohms) and noisy signals. As a result, a lead safety switch (lss) was triggered and the rv lead configuration was changed to unipolar. At a follow-up device check, noisy signals and out-of-range pace impedance measurements were created with isometrics. Additionally it was noted that the pace impedance returned to normal values in the unipolar configuration. The clinic plans to continue to monitor the patient. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that the right ventricular (rv) lead was surgically abandoned and replaced due to low out-of-range pace impedance measurements, and noise oversensing, pacing inhibition. The rv lead was found to be fractured due to subclavian crush, which was confirmed visually with fluoroscopic imaging. This device remains in service. No additional adverse patient effects were reported.